Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown procedure, the blade was too big to be inserted. There were no reports of a surgical delay. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: there is a visible deformation on the hex tip of the impactor. Our investigation shows that the hexagonal adaptor for the proximal femoral nail anti-rotation (pfna) blades on the tip of the impactor was damaged. The nature of deformation points to the fact that the instrument fell to the floor and hence landed on the hexagonal adaptor. The resulting deformation is the reason why the pfna blade cannot be mounted on the impactor anymore. There are several signs of wear showing that the instrument was in use before the damage occurred. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.